Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 54 mg/dl at the time of the incident. The customer was at 121 to 138 mg/dl at the time of the call. The customer was doing a set change and since there was insulin left in the reservoir, they did a bolus without checking their blood glucose levels, so as to not waste insulin. The customer used food and was given juice and pills to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No prime anomaly noted. The stop current and run current measurement tests are within specification. Unit also passed off no power alarm test and unexpected restart error test. Unit uploaded properly using carelink. No motor anomaly or displacement anomaly noted during testing. The motor was tested outside of the unit and passed. Unit failed vibrate check on self test due to the vibrator motor connector not plugged in properly on the interface board.